Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Customer stated boluses delivered via pump sometimes brought blood glucose down and sometime didn't. Customer stated he also rec'd excessive no delivery alarms. Customer stated he changed set/site when alarm was rec'd, but continued to receive alarms. Customer did not have a manual plan of injections. Advised customer to speak to md regarding a back up plain in case there are issues with pump in the future. Customer stated when he was admitted to hosp, pump was on low battery status. Customer stated hosp did not have recommended batteries so he removed the battery in pump and did not replace battery. Pump time and date reverted back to factory setting. Assisted customer in correcting time/date. Customer did not have basal rates available for reprogramming. Customer had been disconnected from pump since being admitted to hosp.